Manufacturer narrative:
Additional information was received from the customer. The customer reported to carefusion that the problem was resolved by replacing the air inlet pcb (printed circuit board).

Manufacturer narrative:
Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been provided to carefusion for evaluation as of yet.

Event description:
A customer reported to carefusion that an avea ventilator generated intermittent "vent inop" (ventilator inoperative) alarms. The customer checked calibration numbers and found that when the unit alarmed "vent inop" the air inlet value was all zeros; when the unit was working properly the numbers were present. The unit was in use on a patient when it alarmed "vent inop." The patient was placed on another ventilator and there were no reports of harm, associated with the event, received by carefusion.